Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of no image occurred due to the printed circuit board failure. However, the cause of the printed circuit board failure is not identified and the root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No implant devices on patient. After the power is turned on, 2 minutes nothing appears on the monitor. After it appears front panel and keyboard operations not accepted.

Event description:
The customer reported to olympus, that the video system center front panel and keyboard operations could not be operated after turning on the power. The issue was found during preparation for use of a therapeutic reconstruction surgery which was completed with a similar device. There was a minimal delay while replacing the device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image appears due to printed circuit (dx) board failure. The device was inspected before use. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the keyboard did not work, and the battery was drained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.